Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device constantly gives a "connect cable" or "connect electrodes" message. The biomedical engineer had attempted to test the device with another quik-combo therapy cable but continued to receive the same messages. The biomedical engineer later advised that after additional testing, the device would also not charge, in order to shock, when prompted because the device would not detect the test patient load. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). It was later confirmed by the customer, a biomedical engineer, that they will replace the therapy connector assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit will be placed back into service for use. The device has not been returned to physio-control for evaluation.